Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Field service device evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and was able to duplicate the reported device behavior. The fse determined the likely cause of this failure was a component within the front panel assembly. A front panel assembly was replaced for this device, which resolved the reported device behavior. The fse performed the operational verification procedure for the device and passed. Having met manufacture specification the device was returned to the customer for use.

Event description:
The customer reported an undetermined blank display on this ventilator device. The customer stated no patient involvement with this event.